Event description:
The account alleged the hi/low down function ran unintentionally.

Manufacturer narrative:
The facilities maintenance stated when he unplugs the right head siderail, the hi/low does not run down unintentionally. Repairs have not been completed.